Event description:
Device 2 of 4 reference MFR. Report# 1627487-2015-20193 reference MFR. Report# 1627487-2015-20195 reference MFR. Report# 1627487-2015-20196.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The reported event for redness and seroma at the lead site could not be confirmed and analyzed through product testing alone. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2015-20193. Reference MFR. Report# 1627487-2015-20195. Reference MFR. Report# 1627487-2015-20196.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2015-20193, reference MFR. Report# 1627487-2015-20195, reference MFR. Report# 1627487-2015-20196.